Event description:
The customer reported that the unit failed to charge the battery.

Manufacturer narrative:
The unit was evaluated at philips, and the symptom was verified. Replacing the battery pca resolved the issue.